Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -12.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).